Manufacturer narrative:
Clinical investigation: a likely temporal association exists between the liberty cycler and liberty cycler set and the patient's peritonitis event. However, there is no documentation currently available that indicates a causal relationship. The etiology of the patient's klebsiella peritonitis cannot be fully determined. Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient was reportedly experiencing abdominal pain and drain pain. Subsequently, the patient developed observable cloudy urine and concomitant high blood sugars triggering medical evaluation. On (B)(6) 2017, the patient was diagnosed with klebsiella peritonitis. The patient was treated with the antibiotic ceftazidime intraperitoneal (ip) for approximately 3 weeks.